Event description:
It was reported there was a revision where they added a 1x8 lead to an existing device and the 1x4 plug broke off into the connector block. The implantable neurostimulator (ins) was replaced. It was noted the new ins had high impedances. It was also noted they needed to program only 0-3 for the 1x4 lead in the 0-7 connector block and that is why 4-7 impedances were high. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead; product ID: neu_ins_plug_acc, product type: accessory. (B)(4).